Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. Additionally, the battery gauge jumped to 100% that night, there was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.